Manufacturer narrative:
If a boston scientific defibrillator detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients.

Event description:
Boston scientific received information that the patient with this pacemaker exhibited loss of pacing capture during an ablation procedure with the pacemaker programmed to an asynchronous pacing mode, voo. During the ablation, the ventricular pacing was causing a drop in the patient¿s blood pressure. Boston scientific technical services (ts) discussed the device specifics that caused the observation. The device remains in service. Additional information was received indicating the ablation procedure went well, and no adverse patient effects were reported.